Event description:
A report was received that after completing a revision procedure to add a new lead the patient began to code. Cardiopulmonary resuscitation was performed after the patient was turned over onto her back. The patient was resuscitated and taken to the intensive care unit. The physician indicated that he does not believe the event occurred as a result of the device.